Event description:
It was reported that a cartridge alarm occurred, identified as alarm 8 in the pump history. There was no adverse impact to the customer¿s blood glucose level. It was noted that the cartridge alarm was invalid, as the cartridge was not empty. Customer reloaded the cartridge to address the issue.